Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook eclipse ttc wire guided balloon dilator. It was reported [that the] user opened the package and advanced the [balloon] device through endoscope to duodenal papilla, user then inflated the balloon for the first time, [and] then retracted the balloon from patient. The user was not satisfied with the result for the first attempt so the user advanced the balloon again into the patient and inflated the balloon, but the inflation result was still not good. The user then retracted the balloon from patient and inflated again but discovered that the balloon had ruptured so another same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number in the photo matches the report. Our evaluation of the pictures provided could not confirm the report. The picture provided shows the device inside the pouch. The balloon material does appear to be contaminated and misshapen however it cannot be determined if the balloon is broken or ruptured from the picture. Two kinks in the catheter can also be seen in the picture. Without return of the complaint device, a complete evaluation cannot be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the pictures provided could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. There were several use related factors that likely contributed to the reported device failure, use outside the intended use, used without negative pressure, and reinsertion of the previously inflated balloon into the patient. Specifically, the customer indicated that the device was being used to dilate the duodenal papilla. This is outside the intended use for this device which is addressed in the labeling as follows: the instructions for use states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The indications for use is listed in the IFU are as follows "these devices are accessory endoscopic devices used to treat adult patients with esophageal strictures, gastric strictures, and colonic strictures of the gastrointestinal tract. This does not include balloons used for dilation of the biliary tree or in the treatment of achalasia", it also states "do not use this device for any purpose other than stated intended use." Additional information provided indicated that negative pressure was not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to a leak/rupture in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advises the user with the following: "prior to insertion of the balloon dilator, negative pressure is mandatory to maintain balloon deflation." The user also indicated the previously inflated balloon was reinserted into the endoscope. The instructions for use state "do not pre-inflate the balloon". Insertion of a balloon that was previously inflated can contribute to damage to the device, this would be exacerbated by not applying negative pressure. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the device was being used to dilate the duodenal papilla, that negative pressure was not applied to the balloon prior to advancement through the endoscope, and inflated balloon was reinserted into the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from a different lot number, w4599238. The open box in the picture provided was not included in the return. The rpn on the label matches the report and product returned. Pictures were also provided and reviewed. One picture shows the label on the box, and the lot number matches the report. The additional picture provided shows the device inside the pouch. The balloon material does appear to be contaminated and misshapen however it cannot be determined if the balloon is broken or ruptured from the picture. Two kinks in the catheter can also be seen in the picture. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon slightly twisted and red/brown substance on it. A visual inspection of the device also found several kinks in the catheter. The kinks were located at the 10.5, 42.1, 83.0, 84.0, 87.4, 89.2, 91.8 and 178.0 cm locations as measured from the base of the white hub. During functional testing of the device a cook dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not fully inflate or hold pressure and leakage was observed from a pinhole in the proximal area of the balloon material. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the stylet was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, a pinhole was identified in the distal end of the balloon material. There were several use related factors that likely contributed to the reported device failure, use outside the intended use, used without negative pressure, and reinsertion of the previously inflated balloon into the patient. Specifically, the customer indicated that the device was being used to dilate the duodenal papilla. This is outside the intended use for this device which is addressed in the labeling as follows: the instructions for use states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The indications for use is listed in the IFU are as follows "these devices are accessory endoscopic devices used to treat adult patients with esophageal strictures, gastric strictures, and colonic strictures of the gastrointestinal tract. This does not include balloons used for dilation of the biliary tree or in the treatment of achalasia", it also states "do not use this device for any purpose other than stated intended use." Additional information provided indicated that negative pressure was not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to a leak/rupture in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advises the user with the following: "prior to insertion of the balloon dilator, negative pressure is mandatory to maintain balloon deflation." The user also indicated the previously inflated balloon was reinserted into the endoscope. The instructions for use state "do not pre-inflate the balloon". Insertion of a balloon that was previously inflated can contribute to damage to the device, this would be exacerbated by not applying negative pressure. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the device was being used to dilate the duodenal papilla, negative pressure was not applied to the balloon prior to advancement through the endoscope and the previously inflated balloon was reinserted into the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.